Event description:
The company was informed that the patient reportedly experienced loss of lock with the internal device. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.